Event description:
Device was sent in for repair only with the upper jaw disassembled. In contact with the hospital, it was determined that the device did break during use in a pt. Piece was retrieved. No pt injury was reported.